Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, using a dual surgeon side console (ssc) setup, the right high resolution stereo viewer (hrsv) on ssc2 was black. The site stated they would power cycle ssc2 in between cases to resolve the issue. The procedure was completed under this condition with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system functionality was checked upon powering on the system with no errors notes. The customer used a second ssc to complete the procedure robotically with no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse replaced the video slice (vsl) board to resolve the issue. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the replaced vsl involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The video slice board (vsl) was returned for failure analysis. The printed circuit assembly (pca) technician was unable to reproduce the customer reported failure after installing this board into the pca test system. The system was ran for 10 minutes on the sine cycle, given 20 power cycles, and sat idle for one hour, without any errors. The video test passed. The vsl remained in the test system for 5 days, while testing other parts. There were no performance issues. There was good video in both eyes of the surgeon side console (ssc).